Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-03100. It was reported that one of the patient's leads had migrated. High impedances were observed. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. It is unknown which lead had migrated and had the high impedances, so both are being reported.